Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the internal paddles (m4742a) did not deliver a shock when the discharge button was pressed. There was no patient involvement.